Manufacturer narrative:
G2: citation: authors: tsuei, y.-s., fu, y.-y., chen, w.-h., cheng, w.-y., liao, c.-h., shen, c.-c.. Compressive optic neuropathy caused by a flow-diverter-occluded-but-still-growing supraclinoid internal carotid aneurysm: illustrative case. Journal of neurosurgery 4(1):case22139 2022. Doi:10.3171/case22139. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Tsuei y-s, fu y-y, chen w-h, cheng w-y, liao c-h, shen c-c. Compressive optic neuropathy caused by a flow-diverter-occluded-but-still-growing supraclinoid internal carotid aneurysm: illustrative case. Journal of neurosurgery case lessons. 2022;4(1):case22139. Doi:10.3171/case22139. Medtronic literature review found a report of patient complications in association with a pipeline flow diverter. The purpose of this article was to present the case of a new onset of compressive optic neuropathy after successful flow diverter stenting of a large proximal ica aneurysm. The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted:  - the pipeline was deployed at the right supraclinoid region uneventfully. Six months after receiving the flow diverter, however, the patient started to experience progressive hemianopia in the left half of the visual field. Mra of the brain 6 months after stenting showed partial thrombosis of the aneurysm, approximately 15 mm. The dual-antiplatelet therapy was then discontinued, and only use of aspirin (100 mg every other day) remained in hope that complete thrombosis might lead to a decrease in the aneurysm size and halt the mass effect on the optic nerves and the chiasm. Three months later, the patient had complete hemianopia in the left-sided visual fields of both eyes; the right-sided visual field of the right eye was also affected. Follow-up mra 9 months after stenting showed complete thrombosis of the aneurysm, but the size of the aneurysm increased to approximately 18 mm. Dsa confirmed that the right supraclinoid aneurysm was completely excluded from the circulation, but the aneurysm was still growing and causing mass effect. Steroid treatment was not effective. A half month later, she finally received a craniotomy for microsurgical decompression of the optic nerve and coagulation shrinkage of the aneurysm. They opened the right optic canal, cut the falciform ligament, released the optic nerve sheath, and coagulated the aneurysm via the bipolar forceps to shrink its size. During the operation, severe compression of the optic nerves and the chiasm was observed. The patient¿s visual fields improved after the operation. Mra of the brain 3 months after the operation showed that the aneurysm had diminished in size.